Event description:
Reporter alleged the blood glucose monitoring go system display screen inside portion is cracked. When the reporter was troubleshooting the display issue with the MFR, it was determined segments were missing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.